Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the event of peritonitis. There is no documentation in the file to show a causal relationship between the adverse event and the fresenius liberty select cycler and fresenius liberty cycler set, nor is there any allegation a fresenius device (s) malfunctioned or failed to perform as expected related to this event. The etiology for this patient¿s event was confirmed as a bacterial peritonitis a klebsiella pneumoniae subspecies pneumoniae growing in broth only. There is a possible causal relationship to the patient¿s self-catheterization and her urinary tract infection. Although a causal relationship cannot be confirmed, a temporal relationship exists between ccpd therapy, and the reported event(s) of cloudy effluent, flank pain and abdominal pain which required antibiotic therapy and hospitalization for peritonitis. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis (pd) therapy. During follow up for a separate event the patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized for abdominal pain. The pdrn stated that the patient had cloudy effluent. Medical records for the event were received. The patient presented to the emergency room (ER) with flank pain, severe abdominal pain, and discolored urine. The patient also noted chills, fever, vomiting, and chest pains that got progressively worse. Pd fluid cultures were obtained. The patient was started on vancomycin intravenously, 500 mg, and aztreonam intravenously, 1 g every 8 hours, pending culture results. The patient had a possible urinary tract infection as well as peritonitis and was admitted to the hospital. The patient used 2.5% solution. Pd therapy was continued during hospitalization but it is unknown what devices or products were utilized. The pd fluid cultures showed klebsiella pneumoniae growing in broth only. The urine cultures showed klebsiella oxytoca. The patient was continued on the prescribed course of antibiotics. The medical records confirmed the discharge diagnoses of bacterial peritonitis, urinary tract infection, abdominal pain, chest pain, and flank pain. The patient was discharged five days later in stable condition. Should additional information become available, the file will be reassessed and updated accordingly.